Event description:
The biomedical engineer (bme) reported that the g7 monitor has had repeated issues with an unresponsive touchscreen. This issue was previously called in on tickets (B)(4). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g7 monitor has had repeated issues with an unresponsive touchscreen. This issue was previously called in on tickets (B)(4). No patient harm was reported. Investigation summary: the g7 monitor was returned to nihon kohden (nk) for evaluation and repair. During the evaluation, the reported issue could not be duplicated and the device performed as expected. As such, a root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/15/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/22/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 12/28/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g7 monitor has had repeated issues with an unresponsive touchscreen. This issue was previously called in on tickets 300418378 and 300416616. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 monitor has had repeated issues with an unresponsive touchscreen. This issue was previously called in on tickets 300418378 and 300416616. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.